Manufacturer narrative:
Product event summary: the lead was returned and analysis was performed with no anomalies found.

Event description:
It was reported that the patient had chest pain. An echocardiograph was performed and found that the right atrial (ra) lead had perforated the patient's heart resulting in an effusion. The lead was removed and a new lead was implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.